Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and the device passed. A "profiles", "try it" and receiver functional tests were attempted, but couldn't be completed due to screen stuck on initialization. The receiver was opened for internal inspection and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The reported event of intermittent audio output was undetermined as certain tests could not be conducted. A root cause could not be determined.